Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported. The patient's right ventricular (rv) lead is a competitor's product. No further information has been made available at this time. Additional information was received that this patient was evaluated by their physician and the clinical observation was determined to be related to a competitor's lead failure. The patient is to undergo a revision procedure in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.